Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and found during the instrument detection test; a monopolar slot 4 instrument recognition failure was observed, confirming the issue occurred in the field. A visual inspection revealed no additional issues related to the reported event. The unit will be returned to the original equipment manufacturer for further failure analysis and potential repair. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, a nurse called in after a procedure to report that the monopolar port did not work on the generator which also occurred on a prior procedure. The nurse informed that they used an external generator to produce the monopolar energy. Prior to that, they already replaced the cautery cable and the monopolar instrument. The procedure was completed with no reported injury.